Event description:
The manufacturer became aware of an investigator initiated study (iis) published by dr. (B)(6) at the core institute - phoenix, az, united states. The title of this report is ¿how difficult is titanium plate and screw implant removal? A retrospective case series ¿, published on august 13, 2024, which is associated with the stryker ¿titanium plates used in extremities: variax, axsos, profyle¿ systems.this report includes analysis of the clinical data that was collected on 1197 patients, and the cases in this study range from 2017 and 2020. During the review of the study report, it was reported that patient # (B)(6) experienced 1 broken 2.7 mm locking screw, during a removal procedure for local irritation. All implants have been removed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.